Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of fluconazole 400mg was infusing via secondary tubing and the primary tubing for mivf infusing via PICC line was noted to have a hole in the tubing. A puddle of clear fluid was on the floor surrounding the IV pole/tubing/medications. The infusion was immediately stopped and new tubing/mivf started. There was no report of patient harm.